Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed by vendor. The cause of the issue was due to improper maintenance of the device.

Event description:
On 16-feb-2026, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment was making a loud rattling sound and getting really hot as the burr was run. This was discovered after use with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.